Event description:
Procedure type: colon resection. According to the reporter: one sulu fired properly. The next sulu fired completely, but the yellow pushers did not advance and staples did not deploy. The firing felt "loose" and the sulu fired with little resistance. Tissue was transected. There was no bleeding. There was bowel content leakage. The procedure was for a perforated bowel, so there was previous contamination. Another handle was opened and applied without further issue or add'l tissue loss. No pt injury was reported.

Manufacturer narrative:
(B)(4). (B)(4).